Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, persistent pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), fatigue ("fatigue."), menorrhagia ("abnormal and excessive bleeding during menstruation"), depression ("depression"), rash ("rashes"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("dental problems"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dysgeusia ("metallic taste"), weight increased ("weight gain") and amnesia ("memory loss"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, fatigue, menorrhagia, depression, rash, alopecia, migraine, tooth disorder, abdominal pain lower, abdominal distension, dysgeusia, weight increased and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, depression, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, persistent pain/pelvic pain') and uterine adhesions ('enterolysis/bladder fused to uterus due to essure scar tissue') in a 41-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, salpingectomy (1992: secondary to ectopic pregnancy.), cesarean section (apr 1993-delivered an 8 pound infant by cesarean delivery. (B)(6) 2004- repeat cesarean delivery of an 8 pound 7 ounce infant), gravida (4), parity (2), elective abortion (1) and ectopic pregnancy (1). Previously administered products included for contraception: norplant from 2006 to 2009. Concurrent conditions included overweight, vertigo, headache, hair texture abnormal, body temperature increased, perineal pain and ovarian cyst. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as biotin since 2012, cyanocobalamin (b 12) since 2012 and melatonin since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), balance disorder ("balance issues"), vision blurred ("blurry vision"), vaginal discharge ("vaginal discharge"), vitreous floaters ("seeing stars"), dizziness ("dizzy") and concussion ("multiple concussion"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation/menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced back pain ("back pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), mood swings ("mood swing") and skin odour abnormal ("body odor"). In (B)(6) 2012, the patient experienced rash ("rashes"), limb mass ("bumps and bruises on legs and feet") and contusion ("bumps and bruises on legs and feet"). In (B)(6) 2013, the patient experienced speech disorder ("speech impairment due to concussions from imbalance"). In (B)(6) 2015, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"), uterine adhesions (seriousness criterion medically significant) and pelvic adhesions ("adhesions") and was found to have uterine leiomyoma ("fibroids"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced depression ("depression"), dental caries ("6 teeth removed due to unexplained decay"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), amnesia ("memory loss"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition") and feeling abnormal ("brain fog") and was found to have neoplasm ("tumors"). The patient was treated with caffeine;paracetamol (excedrin), glycerol (enema), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), ketoconazole, meclozine (meclizine), naproxen sodium (aleve), paracetamol (tylenol extra strength), phentermine, vitamins nos and surgery (hysterectomy (partial), salpingectomy (bilateral) and enterolysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, abdominal pain, dysmenorrhoea and adenomyosis had resolved and the fatigue, depression, rash, alopecia, migraine, dental caries, abdominal pain lower, abdominal distension, dysgeusia, weight increased, amnesia, dermatitis allergic, hot flush, balance disorder, constipation, vision blurred, neoplasm, mood swings, skin odour abnormal, vaginal haemorrhage, feeling abnormal, speech disorder, uterine adhesions, vaginal discharge, vitreous floaters, uterine leiomyoma, pelvic adhesions, dizziness, concussion, limb mass, contusion, back pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, back pain, balance disorder, concussion, constipation, contusion, dental caries, depression, dermatitis allergic, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, limb mass, menorrhagia, migraine, mood swings, musculoskeletal pain, neoplasm, pelvic adhesions, pelvic pain, rash, skin odour abnormal, speech disorder, uterine adhesions, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Current weight 205 lbs. Right -3 coils, left-1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, concussion, abdominal pain, dysmenorrhea, menorrhagia, mood swings, weight gain, balance disorder, concussions, metallic taste in mouth, pelvic pain and uterine leiomyoma. Most recent follow-up information incorporated above includes: on 12-sep-2019: follow up 1 & 2 were processed together. Pfs received. Following events were added: abdominal pain, dysmenorrhea (cramping), rash/skin condition, hormonal changes, nuero condit/problem, gi conditions, vision problems, tumors and adenomyosis. Outcome of the events painful intercourse/dyspareunia (painful sexual intercourse), pelvic pain, abnormal and excessive bleeding during menstruation/menorrhagia (heavy menstrual bleeding) were changed from unknown to recovered. Reporter information was updated. Lab data was added. On 18-sep-2019: follow up 1 & 2 were processed together. Pfs, mr and social media received. Lot number added. Event hormonal changes was updated to hot flashes. Event neuro condit/problem updated to balance issues/concussions. Event vision problems was updated to blurry vision. Event gi condition was updated to constipation. Events dental problems was updated to 6 teeth removed due to unexplained decay. Following events were added: mood swing, body odor, abnormal bleeding (vaginal, menorrhagia), brain fog, speech impairment due to concussions from imbalance, enterolysis, fibroids, adhesions, dizzy, multiple concussions, bumps and bruises on legs and feet, back pain, shoulder pain. Onset date of the events were added: menorrhagia, migraine, metallic taste in mouth, weight gain, pelvic pain, rashes, fatigue, dyspareunia (painful sexual intercourse), hair loss. Outcome of the events painful intercourse/dyspareunia (painful sexual intercourse), pelvic pain, abnormal and excessive bleeding during menstruation/menorrhagia (heavy menstrual bleeding) were changed from unknown to recovered. Reporter information, medical history, historical, treatment, concomitant drug, were added. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, persistent pain/pelvic pain') and uterine adhesions ('enterolysis/bladder fused to uterus due to essure scar tissue') in a 41-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, salpingectomy (1992: secondary to ectopic pregnancy.), cesarean section (apr 1993-delivered an 8 pound infant by cesarean delivery. On (B)(6) 2004- repeat cesarean delivery of an 8 pound 7 ounce infant), gravida (4), parity (2), elective abortion (1) and ectopic pregnancy (1). Previously administered products included for contraception: norplant from 2006 to 2009. Concurrent conditions included overweight, vertigo, headache, hair texture abnormal, body temperature increased, perineal pain and ovarian cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as biotin since 2012, cyanocobalamin (b 12) since 2012 and melatonin since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), balance disorder ("balance issues"), vision blurred ("blurry vision"), vaginal discharge ("vaginal discharge"), vitreous floaters ("seeing stars"), dizziness ("dizzy") and concussion ("multiple concussion"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation/menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced back pain ("back pain") and musculoskeletal pain ("shoulder pain"). In may 2012, the patient experienced alopecia ("hair loss") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), mood swings ("mood swing") and skin odour abnormal ("body odor"). In (B)(6) 2012, the patient experienced rash ("rashes"), limb mass ("bumps and bruises on legs and feet") and contusion ("bumps and bruises on legs and feet"). In (B)(6) 2013, the patient experienced speech disorder ("speech impairment due to concussions from imbalance"). In (B)(6) 2015, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"), uterine adhesions (seriousness criterion medically significant) and pelvic adhesions ("adhesions") and was found to have uterine leiomyoma ("fibroids"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced depression ("depression"), dental caries ("6 teeth removed due to unexplained decay"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), amnesia ("memory loss"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition") and feeling abnormal ("brain fog") and was found to have neoplasm ("tumors"). The patient was treated with caffeine;paracetamol (excedrin), glycerol (enema), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), ketoconazole, meclozine (meclizine), naproxen sodium (aleve), paracetamol (tylenol extra strength), phentermine, vitamins nos and surgery (hysterectomy (partial), salpingectomy (bilateral) and enterolysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, abdominal pain, dysmenorrhoea and adenomyosis had resolved and the fatigue, depression, rash, alopecia, migraine, dental caries, abdominal pain lower, abdominal distension, dysgeusia, weight increased, amnesia, dermatitis allergic, hot flush, balance disorder, constipation, vision blurred, neoplasm, mood swings, skin odour abnormal, vaginal haemorrhage, feeling abnormal, speech disorder, uterine adhesions, vaginal discharge, vitreous floaters, uterine leiomyoma, pelvic adhesions, dizziness, concussion, limb mass, contusion, back pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, back pain, balance disorder, concussion, constipation, contusion, dental caries, depression, dermatitis allergic, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, limb mass, menorrhagia, migraine, mood swings, musculoskeletal pain, neoplasm, pelvic adhesions, pelvic pain, rash, skin odour abnormal, speech disorder, uterine adhesions, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Current weight 205 lbs. Right -3 coils, left-1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, concussion, abdominal pain, dysmenorrhea, menorrhagia, mood swings, weight gain, balance disorder, concussions, metallic taste in mouth, pelvic pain and uterine leiomyoma. Lot number:809006, manufacture date: 2010/12 , expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.